Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a post-intubation problem with the cuff deflating on two consecutive probes with two different sizes (6 and 6.5)". There was a patient involved, and the consequences of the event were bleeding.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) sample was returned under part number 100/133/065, l/n: unknown for evaluation without its original packaging. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. Damage was detected in the cuff. According with the damage in the cuff detected during the visual inspection, the failure mode ¿a0125 - cuff deflation / leakage¿ reported in the complaint was confirmed. The root cause was not determined. A device history record could not be completed as no lot number was received.